Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with 80% stenosis, mild calcification and mild tortuosity. The 4.0x8mm nc traveler balloon dilatation catheter (bdc) was used and after complete deflation cannot be removed from the 6french (f) guiding catheter. The bdc and guiding catheter were removed as a single unit. It was noted that the head of the balloon was pinched. Another same size nc traveler balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon catheter failed to fold correctly after deflation. Factors that may contribute to the balloon catheter failing to fold after deflation include, but are not limited to, contrast concentration, damage to the inflation lumen, user technique, or contamination in the inflation lumen. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported failure to fold. Additionally, it was reported that the balloon met resistance with the catheter after implantation. It is likely that the failure to fold resulted in reduced clearance with the delivery catheter, resulting in the resistance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.